Manufacturer narrative:
(B)(4). The injection port and locking connector were returned for analysis. Upon visual inspection, it was observed that injection port was covered with biological debris. The actuator ring was in locked position, and hooks were deployed. One hook was noted to be bent. The locking connector was in locked position. Upon microscopic evaluation it was noted that the septum was punctured 11 times. Dimensional analysis of the returned components were performed per (B)(4), all met specifications. No others tests than outlined above were performed. Dimensional analysis of the returned components was performed and met specifications. The complaint cannot be confirmed; product analysis confirmed that device dimensions around the connection tubing were within specifications. It was not possible to draw a definitive conclusion regarding the root cause of the reported event. Port disconnection is a recognized event associated with gastric banding. It is noted that the product's instruction for use (IFU) provides specific instructions regarding the connection method and adequate grasp method for the port positioning and connections. A potential cause of the reported event is the failure to properly connect the band tubing to the injection port. Our investigations concluded that the device was manufactured to specifications and met all release criteria. All devices undergo a 100% inspection prior to release.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that the port disconnection post implant a realize band. The port will be revised. The port was revised on (B)(6), 2011. The issue was resolved without sequelae.